Event description:
The child no longer responds to sound sensations. Using the appropriate equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explanation/reimplantation surgery had not been done as of the date of this report. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.